Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring unexpected restart alarm. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were advised to insert a new battery. The unexpected restart alarm recurred. The customer also received motor error alarm, external ram crc error alarm, and no delivery alarm which were all resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or external ram crc error, unexpected restart error noted during testing. Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.